Manufacturer narrative:
A review of the manufacturing paperwork verified that the lot met all pre-release specifications.per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and rupture. Additionally, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2006, the patient was implanted with a gore excluder aaa endoprosthesis. On (B)(6) 2014, computed tomography (CT) scan revealed a proximal type I endoleak. The aneurysm measured 4.7 cm in diameter. According to the report, the CT scan also showed the proximal end of the device positioned distal to a moderately calcified aortic neck. It is unknown whether the device had migrated distally to its position, or if it was originally placed there by the implanting physician at an outside hospital. On (B)(6) 2014, the patient presented to the same outside facility with abdominal pain. A CT scan revealed a ruptured infrarenal aorta. The aneurysm had reportedly grown to 5.7 cm in diameter. On the same day, the patient was emergently transferred to (B)(6), where he was implanted with a 28 mm aortic extender component to treat the rupture. The rupture was resolved, and the patient tolerated the procedure.